Manufacturer narrative:
One device was returned for analysis. Visual inspection and functional tests were performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the temperature didn't rise quickly. This occurred during priming at the facility. There was no reported patient involvement.